Event description:
It was reported that a female patient underwent breast surgery with 425cc mentor smooth round moderate profile and experienced unknown side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Date of implant has been updated to (B)(6) 2011 (invoice date of the device) in the absence of date of implant information. If information is received in the future, supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per paperwork, device, and confirmation received (confirmation received may 16, 2022), the following information has been updated on this form: field d4 for lot number has been updated to "6483313". Patient received catalog number 3501670; serial number (B)(6) as replacement on (B)(6) 2022. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. On (B)(6) 2022, mentor became aware that the date of implant was (B)(6) 2022 (information received with the device on (B)(6) 2022; mistakenly missed under previous submission). Hence, field d6a has been correctly updated on this form. Manufacturer¿s reference number: (B)(4) date of implant field d6a.

Manufacturer narrative:
On march 10, 2022, mentor became aware that date of surgery was (B)(6) 2022. Hence, field d6b has been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 14, 2022, mentor became aware that patient is 64 years old caucasian, impacted side was left, and the date of event as well as date of surgery was (B)(6) 2022. Hence, following fields have been updated on this form: patient's age under field a2 has been updated to "64". A5 ethnicity has been updated to "not hispanic/latino". Is required intervention has been selected under section b; field b2. Date of event under section b; field b3 has been updated to (B)(6) 2022. Fields d6b for explantation date has been updated to (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).